Event description:
It was reported that at a 10 year follow up exam, pt was complaining of pain on the other side. Took x-ray of this side and saw some wear on the liner and decision was made to change liner.

Manufacturer narrative:
An eval of the devices cannot be performed as the device was not returned to the MFR. Additional info (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.